Event description:
The facility reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). The root cause was assigned to depleted main batteries due to use/user error, therefore, conclusion code 80 replaces 43.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed and duplicated by baxter personnel during product evaluation. The root cause was assigned to depleted main batteries. The main batteries were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90.